Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pressure and fluid retention. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis. The pd catheter was not working and hence it was removed and the patient was temporarily put on hemodialysis temporarily. Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.